Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Technical services (ts) reviewed the data and determined that this device should be replaced soon. The device is currently in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. Technical services (ts) reviewed the data and determined that this device should be replaced soon. The device is currently in service and no adverse patient effects were reported.